Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he did not how to prime the device. Customer's blood glucose was 510 mg/dl. Customer was assisted in priming. Customer will not be returning the device for analysis.